Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year, 4 months. The patient remains on lvad support with no issue reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient presented with black stools which started on (B)(6) 2018. The patient was hospitalized and treated with warfarin and aspirin as anticoagulant. Blood exam was performed and showed hemoglobin of 4 mg/dl. The patient received blood transfusion and was transferred to inpatient management room. Additional information was requested, but was not provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the gi bleeding cannot be conclusively determined. Multiple requests for additional information were sent to the customer. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.